Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with three infusion sets. The cannulas were crimped. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours of insertion. The insertion of site was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 343 mg/dl at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient will replace supplies as necessary and resume insulin. No further information was available.